Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding as per allegation. Based on the available information, it is unclear whether the device contributed to the cause of reported adverse event. The exact cause of the issue remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: manager cvl. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate did not exit the sheath. The patient condition was ok. The outcome of the procedure was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 27october2021: the procedure performed is a percutaneous transluminal angioplasty (pta) sfa (superficial femoral artery) using a 6 fr sheath. After the vessel was located the footplate did not travel through the sheath. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was in stable condition. Hemostasis was achieved by manual pressure.